Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 0344808, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the adapter had a small amount of damage on the thread. This type of damage can prevent a secure connection which may result in leakage during use. Based off the observed damage found in the provided photos the engineer was able to verify the reported defect. It was determined that this damage was manufacturing related and could occur due to a misalignment between the adapter and the manufacturing equipment.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters experienced a cracked/broken catheter adapter/connector/hub. The following information was provided by the initial reporter: material no.: 381423, batch no.: 0344808. Customer recently purchased catalog #381423 lot # 0344808. And somehow two of the syringes broke off at the needle hub while using them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters experienced a cracked/broken catheter adapter/connector/hub. The following information was provided by the initial reporter: material no.: 381423, batch no.: 0344808. Customer recently purchased catalog #381423, lot # 0344808. And somehow two of the syringes broke off at the needle hub while using them.